Manufacturer narrative:
(B)(4) concomitant products: mynx 0.018" guidewire, 5x20 saber balloon, 7x40 and 8x40 powerflex pro balloon, boston encore inflation device and isovue contrast media the product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The physician attempted to inflate an 8x29 palmaz genesis with a boston encore in the left common iliac artery. However, the balloon would not inflate despite the inflation device registering at 8 atmospheres (atm) of pressure. Upon trying to remove the "uninflated" stent and balloon, the stent would not re-enter the 7f terumo sheath. Initially the decision was to cut the shaft of the stent balloon to attempt a large sheath exchange utilizing the balloon shaft to act as a dilator in order to remove the stent. However, the physician attempted to deploy the stent using a different balloon. The stent balloon shaft had already been cut but it was decided to remove the stent balloon and replace with a smaller balloon on a smaller wire platform. Therefore the stent was gently advanced back into position and the 0.035" guidewires was removed and exchanged for a 0.018" guidewire. After this, the sheath was advanced so that the balloon was withdrawn leaving the stent in place over the 0.018" guidewire. A 5x20 saber balloon was advanced and sequentially inflated deploying the stent. After removing the saber balloon the stent was post dilated with a 7x40 and 8x40 powerflex pro balloon to achieve vessel apposition. The result was a well opposed stent accurately placed in the target vessel. However the original stent balloon did not work as expected and a long delay in the case was experienced. The patient was given total of 9k units of heparin. Both groins were successfully closed with mynx. The patient had no adverse outcome and was discharged on the same day of the procedure. The target vessel had minimal vessel tortuosity. There was moderate calcification at the target lesion. Contralateral palmaz genesis 8x39 placed without issue. The stent balloon will be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used was isovue. The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. There were no issues with the other cordis devices used in the procedure.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the physician attempted to inflate an 8x29 palmaz genesis in the left common iliac artery. However, the balloon would not inflate despite the inflation device registering at 8 atm (eight atmospheres) of pressure. Upon trying to remove the "uninflated" stent and balloon, the stent would not re-enter the 7f sheath. Initially the decision was to cut the shaft of the stent balloon to attempt a large sheath exchange utilizing the balloon shaft to act as a dilator in order to remove the stent. However, the physician attempted to deploy the stent using a different balloon. The stent balloon shaft had already been cut but it was decided to remove the stent balloon and replace with a smaller balloon on a smaller wire platform. Therefore the stent was gently advanced back into position and the 0.035" guidewires was removed and exchanged for a 0.018" guidewire. After this, the sheath was advanced so that the balloon was withdrawn leaving the stent in place over the 0.018" guidewire. A 5x20 saber balloon was advanced and sequentially inflated deploying the stent. After removing the saber balloon the stent was post dilated with a 7x40 and 8x40 powerflex pro balloon to achieve vessel apposition. The result was a well opposed stent accurately placed in the target vessel. However the original stent balloon did not work as expected and a long delay in the case was experienced. The patient was given total of 9k units of heparin. Both groins were successfully closed with mynx. The patient had no adverse outcome and was discharged on the same day of the procedure. The target vessel had minimal vessel tortuosity. There was moderate calcification at the target lesion. Contralateral palmaz genesis was 8x39 placed without issue. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used was isovue. The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. There were no issues with the other cordis devices used in the procedure. The product was not returned for analysis. A device history record (DHR) review of lot 17349486 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty-unable to inflate¿ and ¿stent delivery system (sds) withdrawal difficulty-through guide/sheath (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact causes could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported inflation difficulty. The sds withdrawal difficulty may have been caused by partial expansion of the stent during the initial inflation, therefore preventing successful withdrawal through the sheath. The sds used is not indicated for vascular use. According to the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.